Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for gi bleeding and underwent CT scan around the abdomen/pelvis region showing abdominal hyperdense mass that is consistent with hematoma. On (B)(6) 2018, the patient experienced low flows which is believed to be hypovolemic shock. The patient was transfused with 2 units of packed red blood cells (prbc) on (B)(6) 2018 and 1 unit of fresh frozen plasma (ffp). The patient was given additional units of prbc on (B)(6) 2018 and continued to have hematoma. Patient's status will continued to be monitored and the patient will be transfused as needed. On (B)(6) 2018, the patient also experienced elevated white blood cells (wbc) 22.5k on admission, and remained elevated to 20.6k on (B)(6) 2018 to the baseline of 8-11k. Cultures were ordered. The patient was initially given zosyn and added vancomycin.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. The center reported that the patient was hospitalized for gi bleeding beginning on (B)(6)2018. The patient experienced a drop in their hgb level. A CT of the patient¿s abdomen/pelvis noted a hyperdense mass consistent with hematoma. The patient was transfused with 2 units of packed red blood cells on (B)(6) 2018 and 1 unit of fresh frozen plasma. The patient received additional units of packed red blood cells on (B)(6) 2018 for a total of 6 units of packed red blood cells. As of (B)(6) 2018, the patient¿s hgb was stable and no additional bleeding had been reported; however, the patient still had hematoma. The patient was being watched and transfused as needed. In addition to the gi bleeding, the patient had leukocytosis beginning on (B)(6) 2018. The patient¿s white blood cell count remained elevated. Cultures were ordered and zosyn was given at the patient¿s local emergency room. It was reported that zosyn would be continued and vancomycin would be added. It was later reported that no infection was detected. The patient experienced elevated white blood cell count, malaise, fatigue, and nausea and was treated with antibiotics; however, after no infectious symptoms presented, antibiotics were stopped. The event reportedly resolved on (B)(6) 2018. The patient also had low flows on (B)(6) 2018 (as low as 0.4 lpm) and their maps dropped again. The patient was started on dopamine and was then transferred to the ICU. The patient remained free of infection and remained in the hospital until their hgb stabilized. The patient was discharged home once their hematoma stabilized and a follow up at the clinic was scheduled. The patient remains ongoing on vad support. Bleeding, localized infection, driveline infection, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection and anticoagulation, including recommended inr values. Pump parameters, including flow, are detailed in the hm3 IFU. The heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that despite having elevated wbc on arrival and given antibiotics for suspicion for infection, no infectious symptoms occurred and antibiotics were stopped. No infection was detected. Patient experienced elevated wbc, malaise, fatigue and nausea and was treated with antibiotics. After no infectious symptoms presented, antibiotics stopped. Found to have hematoma via CT and drop in hemoglobin (hgb). Subject given 6 units of packed red blood cells (prbcs). Patient remained infection free and remained in the hospital until hgb stabilized. Subject was discharged home once hematoma stabilized and will return to clinic on (B)(6) 2019 for follow up.